Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. Clinical factors that may have contributed to the patient stroke include the patient's previous medical history, anticoagulant therapy and related comorbidities. According to the diagnostic tests, the patient had several subtle gray matter loss and calcified plaque which also suggests the event could be related to disease acquired during normal aging. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a clinical study patient developed stroke-like symptoms as witnessed by spouse on (B)(6) 2016 at 2045. He had left-sided weakness, facial droop, slurred speech. He was admitted to ER. A CT image on (B)(6) 2016 of head and neck did not show any acute occlusion but was noted to have interval remote infarct and subtle loss of gray white matter suspicious of developing an infarct. Coumadin was continued. The patient's nih and mrs stroke scores were a 3 and a 1 on (B)(6) 2016 as reported by neuro consult. The patient was discharged on (B)(6) 2016 in stable condition.

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature switching events prior to batteries reaching the 25% threshold. Analysis of the controller and the batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02939, 3007042319-2015-02940 and 3007042319-2015-02941) submitted for devices related to the same event.